Event description:
A pump alarm labeled as alarm 30 was reported to occur during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer decided to use mdi as backup therapy while the technical support team arranged for a pump replacement.